Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 36mm/-2.5mm #5; 06-3697; lot# mma7k8. Primary trit hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mnm3hp. Primary secur-fit plus max no 11 17mm; cat# 6054-1117s; lot# mnjyaa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient would like to know if the implant was subject to a recall. Upon review, there are no recalls associated with this device. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device is still implanted

Event description:
Patient reports a hip replacement in 2015 and is inquiring if his parts are subject to recall. Patient reports pain.